Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior the treatment. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgical assistant reported that a patient presented with trace superior diffuse lamellar keratitis (dlk) in the right eye one day post lasik. The patient was given a topical steroid eye drop to use every two hours. Additional information received states that the dlk has resolved.